Event description:
The uretero-reno videoscope was returned to the service center with a report of failed leak test. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, a chipped adhesive at the bending section was found. There was no patient involvement.

Manufacturer narrative:
Based on investigation results, the reported issue was confirmed. The chipped adhesive at the bending section occurred due to stress. Reasonably known information suggests probable causes such as damage or deterioration of parts, environmental problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuits. Olympus will continue to monitor field performance for this device.